Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4) batch: 7092676.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a lead revision procedure and was doing well post-operatively. Nothing was implanted or explanted.